Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had a breakage suture pre-op issue. An empty opened foil, a paper lid, a winding former and a needle-suture combination in two section of product code j552, lot le6999 were returned for analysis. During the visual inspection of the opened sample (two suture pieces), the swage and attachment area of needle were noted to be as expected. The suture pieces were examined and have begun with the process of degradation and this caused breakage suture. The product code j552 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the foils were examined and showed multiples wrinkles and holes on bottom foil packages due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package. A manufacturing record evaluation was performed for the finished device le6999 number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The staff found that the suture was broken before use. The device was not used on the patient. There were no patient consequences reported. Upon evaluation of the returned device, the suture pieces were examined and have begun with the process of degradation.